Manufacturer narrative:
D3: manufacturing plant address, city, zip code: corrected. H6: investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature was not increasing. The operator of the device was health professional. The incident occurred on opening, and this was an out of box failure. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 6/26/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the temperature was not increasing¿ was not confirmed or replicated. This device operates normally; the temperature does increase. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.